Event description:
It was reported that the catheter exhibited a stuck guidewire, and the patient experienced a cardiac tamponade. During a farapulse electroporation procedure to treat paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The left pulmonary veins were ablated, but there was difficulty positioning the guidewire in the right inferior pulmonary vein (ripv) and deploying the catheter to basket shape due to patient anatomy. Some resistance was felt, and it was found the guidewire was stuck in the catheter. By pushing the guidewire slowly, both the guidewire and the catheter were removed from the patient. No issue was observed with the catheter, but the amplatz cook 0.035 j guidewire was damaged. The guidewire was replaced to continue the procedure. At the end of the procedure a small tamponade was observed. The tamponade was stopped via drainage and the patient was administered protamine, and the patient is expected to fully recover. The procedure was completed. The device is not expected to be returned for analysis due to disposal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).